Event description:
It was reported that an unspecified number of spectrum pumps were alarming upstream occlusion. It seemed to happen more frequently with medication in glass bottles (vasopressin, propofol), refrigerated medication (vancomycin), and when running secondary medications. It was observed that the tubing was not being primed properly. These events occurred during treatment in the intensive care unit. There was no report of patient injury or medical intervention associated with these events. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G4: PMA/510k # or bla #: ni; additional information h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.